Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states that the displayed failed and there was poor quality image. Customer states no pt involvement.